Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used investigation summary: it was reported there is high resistance when pulling and pushing the plunger. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results was within specification. The two photos show the sample received. A device history record review was completed for provided material number 302832, lot number 0274490. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 56 30 ml bd luer-lok¿ tip syringes experienced difficult plunger movement. The following information was provided by the initial reporter: customer complaint that they have difficulty in dilution using this current batch of syringe as they claimed that the syringe is very tight and high resistance when they are pulling and pushing the plunger. They didn't have this issue with previous batch of syringes.